Event description:
It was reported that during a shoulder procedure, two anchors broke halfway upon insertion. The surgeon pulled the suture(s) out, but half of one implant was not retrieved; a portion remains embedded in the pt's one unsecured. The second broken implant was fully retrieved. Another pilot hole was drilled and a third implant was utilized to successfully complete the case. Follow-up with the reporter provided info that the pt's bone quality was very hard. No further pt info was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment.

Manufacturer narrative:
The devices were received for eval; the complaint was confirmed. Visual inspection revealed one inserter with the suture and proximal portion of an implant separate from the driver, which was consistent with the event description. The other inserter had a partial implant with sutures which remained threaded through the shaft of the inserter. Function test could not be checked due to device damage. Device history record review revealed nothing relevant to this event. Based on the info provided and device eval, the most likely cause of this type of event is not inserting the implant perpendicular to the bone or prying/leveraging the driver while the implant is still loaded. This is the first complaint of this type for this part/lot combination. The potential causes of this event are being communicated to the event reporter.